Manufacturer narrative:
Product analysis of the returned components confirmed the reported device allegations. The product record review indicated reported events do not represent an unanticipated event. Product analysis confirmed the reported fluid loss. The fluid loss was identified to be the result of wear at a fold in the cylinder outer tube. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the device was removed due to unknown reason and replaced with a new ipp device. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The explanted ipp malfunctioned due to fluid loss at an unspecified location.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the device was removed due to unknown reason and replaced with a new ipp device. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The explanted ipp malfunctioned due to fluid loss at an unspecified location.